Event description:
It was reported that the lead helix could not "totally whirl out" during the implant procedure. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal low voltage (lv) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the 3830 lead model is designed with a fixed helix. Visual analysis found tissue on the helix and that might prevent the whirl of the helix during implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.